Event description:
It was reported: pt had a left total hip done in 2000 and has had pain since that time. X-ray shows loosenig of acetabular cup. Pt was admitted for revision of the left total hip. Intraoperatively the cup was found to be quite loose. The femoral head component along with the acetabular components were removed and replaced.